Event description:
It was reported a percutaneous transluminal angioplasty (pta) was performed for a lesion in the left internal iliac artery. First, the lesion was approached retrograde via the left groin, but the guidewire would not pass through. Then it was attempted via a crossover approach from the right groin, but again the guidewire would not pass through. Then it was approached via the left groin again, but with a new guidewire, and the angioplasty treatment was completed. Following the pta, an 8f angio-seal sts plus was deployed in the right groin arteriotomy and hemostasis was achieved. A pre-deployment angiogram found mild tortuosity and severe calcification at the puncture site. The artery lumen diameter was about 6 millimeters (mm). The pt complained of pain in the puncture site soon after having returned to the hospital room. An ankle brachial index (abi) was measured 0.68. The next day a CT scan confirmed a 90% vessel stenosis. A percutaneous peripheral intervention (ppi) was performed where a 7mm by 20mm boston sterling balloon was inflated twice at 10 atmospheres (atm). A repeat abi increased to near 0.9. The pt recovered and was discharged later on an unknown date. The patient's weight was reported to be normal. The physician was in the angio-seal training process. Upon visitation with the representative, the physician speculated that the collagen was deployed in the artery due to failure to maintain tension on the suture during deployment and blood clot formation.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the reported event could not be conclusively determined; however, the physician suspects he failed to maintain tension on the suture during deployment which may have caused collagen to enter the artery. The angio-seal device instructions for use (IFU) instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.